Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of patients left hip. The patient had dislocated two times in the past. The patient was revised due to a third dislocation with a dissociation of the bipolar from the femoral head.

Manufacturer narrative:
An event regarding dislocation with disassociation between the uhr bipolar and the femoral head involving a uhr head was reported. The event was not confirmed. -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of patients left hip. The patient had dislocated two times in the past. The patient was revised due to a third dislocation with a dissociation of the bipolar from the femoral head.